Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There were no imaging issues noted. However, the label on the coupler was found faded ¿ though, not affecting function of the unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
An olympus representative reported on behalf of a customer, no digital visual interface (dvi) output, and the video connector was loose on the returned loaner evis exera iii video system center. There was no procedural or patient involvement associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the reported failure was not reproduced during the device evaluation. Therefore, the root cause of the event could not be determined. This supplemental report includes a correction to b5 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
Additional details relating to the reported event were requested; however, the customer stated that the requested information is unknown.